Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.

Event description:
During surgery, the surgeon inserted hansson pin into the patients' bone. Next, the surgeon used the t-handle, in order to push out the hook. Although the hook was pushed out, the hook was unstable in the pin. The surgeon was not able to judge whether the hook was fixed. Therefore the surgeon removed the pin once. Afterwards, the surgeon assembled inserter with the pin again, t-handle was inserted (it is not turning) and the hook was pushed out.

Manufacturer narrative:
Evaluation summary: the reported event that the hook is out of the pin could be confirmed since the returned device is matching the reporting failure. However, this is not possible to determine when it happened (during transportation or during the surgery). There is also a mark on the hook indicating it was damaged. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. Please note that the current op tech reads: assembly "verify that the inner pin does not protrude from the window of the outer body and is in correct position." Based on the investigation results, this case could be classified as user related. Indications for any material, manufacturing or design related problems were not determined in the investigation.

Event description:
During surgery, the surgeon inserted hansson pin into the patients' bone. Next, the surgeon used the t-handle, in order to push out the hook. Although the hook was pushed out, the hook was unstable in the pin. The surgeon was not able to judge whether the hook was fixed. Therefore the surgeon removed the pin once. Afterwards, the surgeon assembled inserter with the pin again, t-handle was inserted (it is not turning) and the hook was pushed out.